Event description:
The patient underwent generator replacement due to battery depletion. The internal data of the generator was reviewed. There was evidence of premature battery depletion prior to explant. The generator's intensified follow-up indicator battery status (ifi-yes) was triggered. The voltage was 2.659 v (equivalent <11% battery remaining) which is inconsistent with the 45.283% battery life consumed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. The explanted product has not been received to date. No further relevant information has been received to date.

Event description:
The suspect product was received by the manufacturer, but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator had only been implanted for 3 years and the ifi (intensive follow-up indicator) was already flagged. The physician wanted to know if the generator was depleting faster than usual. Per the manufacturer's device history records, the generator passed final functional and quality tests prior to release. The generator was laser-routed. The generator's internal data available to the manufacturer was reviewed. Although there appeared to be some inconsistency between voltage and % battery consumed, this could not be confirmed based on available data. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the returned generator. Premature battery depletion was verified. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The pcba failed several tests of the post-burn electrical tests. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the excessive supply current conditions. After the trimmed edge of the pcba was cleaned, the generator performed according to specifications with no further anomalies identified.